Event description:
On (B)(6), 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter read inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). On (B)(6), 2013 at 6pm. The patient reportedly obtained blood glucose readings of ¿562 and 100mg/dl¿ with the subject meter, performed more than 20 minutes apart from each other. The patient manages her diabetes with insulin (no adjustments). According to the csr¿s documentation, at the same time after the reported meter issue occurred, the patient reportedly consumed more food/drink as treatment and an hour later, the patient reportedly developed a symptom of shaking. The patient, however, denied receiving any form of treatment after the alleged meter issue occurred. It would have been helpful to know the following: the patient¿s testing frequency and typical blood glucose range; if the patient tested her blood glucose with another device after the alleged issue occurred, and if so, what was the result; the patient¿s blood glucose reading (with the subject meter) at the onset of her reported symptom; if the patient in actual fact received additional medical intervention/treatment; and when the patient¿s symptoms improved. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered a symptom indicative of a serious injury while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.